Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt started charging the implant this morning when the controller screen went blank. Pt mentioned controller was fully charged when they started charging and pt plugged controller back into ac power, but still screen was blank. Pt tried resetting controller (without anything plugged in), but screen stayed blank. Pt plugged controller in to ac power supply without li battery and reported the screen turned on. Pt then reinserted li battery and reported the screen stayed on and green light started blinking. Pt unlocked controller and reported controller battery 90%, implant empty. Pt mentioned adaptivestim currently wasn't working; pss reviewed once pt charged implant, they could turn stim back on. The troubleshooting steps that were taken on the call resolved the issue. Information was received from a patient (pt) regarding an external device. The reason for call was pt reports did a reset but still seeing software error with nothing else. Pt states cannot hold a charge and doesn't get a full charge. Pt states will say excellent but then will drop off and gives error. Pt states they went to about on the screen and saw errors pt02and 8, 9, 10, 11, 19 and 38 which was (B)(6) 2016 and (B)(6) 2020. Pt states seems to be taking longer to find ins and to charge and never took this long to find the ins. Pts controller charges fine to the wall. Pss advised to troubleshoot to see whether or not the code would pop up. Pss advised to reset and the pt could not even load the normal charging screen and seemed to freeze up. Pt detects no damage. Pt during call did another reset and still would not advance to the normal charging screen and did freeze. The issue was not resolved. An email was sent to the repair department to replace the rtm device. Pt called back and repeated that the controller is shutting down when they are connected and recharging the ins. Pt stated they have not gotten the replacement rtm yet. Pt feels there is something wrong with the controller. Pss suggested that pt try the replacement rtm first and then call back if they are still having issues with the controller. Pt stated that they are having issues with the controller connecting to the ins w/o the rtm cord - pt verified on the call that the controller connected to the ins w/o any issue.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.